Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set leakage which results into the replacement of infusion set. No further information available. Infusion set leaks document how long has the infusion set been in use: 2 days document if there was any stress or pull on the infusion set tubing: no where is the leak?: tubing did tubing come apart (detachment)?: no was pump dropped with set in place?: no advise customer to change the set: yes is non-serialized product being replaced?: yes document replacement mmt# and quantity: 1 mmt-242at is non-serialized product being returned?: yes document return mmt# and quantity: 1 mmt-242a customer indicates they understood the product replacement/return policy. Added the original codes to the description da17.